Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was frozen. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the serial advanced technology attachment cable became unplugged from docking board. A field service engineer reseated sata cable and rebooted the station after which device began working. Fse tested in hardware test application and customer performed inventory. The system functioned as intended after the field service engineer repaired the device.